Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6). Implanted: (B)(6) 2006.product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 10-feb-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that at refill earlier this month the volume was: expected reservoir volume (erv) was 7.2 ml, actual reservoir volume (arv) was 9 ml. The company representative (rep) stated that the healthcare provider (hcp) attempted to do a dye study sometime since but was unable to aspirate from the catheter. The hcp has also been titrating the dose up about 5 percent the past few times the patient has been seen. The patient was getting around 1670 mcg/day and the rep thought it was on a flex pattern with a bolus during the day. The agent reviewed considerations around potential to attempt to aspirate from the catheter access port (cap) again, option to deliver a single bolus to monitor the patient response, or to do a catheter revision if necessary. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the inability to aspirate/volume discrepancy was not determined. The healthcare provider has been monitoring the volume discrepancy at follow up pump refills and they will continue to do so.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the hcp referred the patient out for the dye study. They were unaware of the inability to aspirate the catheter and the cause of the volume discrepancy was not determined. The hcp was going to monitor the removed volume and expected volume over the next three refills. If there was any increase in the discrepancy, they were discussing considering a single bolus in office or attempting another dye study. The issue was not resolved.